Event description:
Myself and my husband noticed I was coughing a lot (in the morning) after using my dreamstation CPAP machine. I cleaned the humidity chamber (but never noticed any slickness inside) and changed out tubing. Even after that, the morning cough continued. I had an upcoming doctors appointment ((B)(6) 2021) and mentioned to dr (B)(6) I had a cough that had begun about 3 weeks before my visit. She listened to my lungs and said I was alright, but to let her know if it worsened. It's been consistent (I'm a non smoker) so I thought I should report my experience. About one or two weeks later I saw the recall on (B)(6) and reported my machine. A period of time later, I received a letter with information from philips. Hence why I am giving you my experience that continues. FDA safety report ID # (B)(4).